Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the 5th day of npwt utilizing a pico7, when the dressing was exchanged, all the indicator lamps illuminated and the pump did not restart working. The npwt was temporarily stopped and is supposed to be restarted as soon as a smith and nephew backup device will be available. No patient harm. It is unknown if there was a delay in treatment. No harm or injury reported.